Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed a foreign material around the mini electrodes. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow. The flow was consistent and free of particulates during testing. Continuity testing was performed and the results were within specifications. Electrical testing was conducted, results revealed that the noise values were found out of specifications. Laboratory analysis was able to confirm the reported clinical observation regarding the noise issue. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
Reportable based on device analysis completed on 10jun2022. It was reported that during an ablation procedure to treat an atrial fibrillation condition, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that an attempt to perform an ablation in the left pulmonary vein was made, and the proximal electrode showed a noisy signal. This device was replaced and the procedure was completed without any patient complications. However, device analysis found a foreign material around the mini electrodes.